Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log was not applicable. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing found that the downstream occlusion (dso) sensor failed to alarm. The investigation determined the dso sensor was malfunctioning. The dso sensor was calibrated.

Event description:
A device was returned for repair. There was no patient involvement. Analysis found that the downstream occlusion (dso) sensor was malfunctioning.